Event description:
On (B)(4) 2013 it was reported that the patient had an infection at the incision site and that drains need to be inserted and possible removal of the vns device. The manufacturing records for both the lead and generator were reviewed and both devices were sterilized prior to distribution. Additional information was requested from the physician¿s office but no further information has been received.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.